Manufacturer narrative:
Additional information: h2, h3, h4, h6. Investigation summary: the customer reported the bag had a pin hole, as well as the other new bags. No patient injury/harm reported. The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Product lot and failure mode trending was reviewed and no trend was identified for the reported lot number or device failure. A total of thirty five (35) samples were returned for evaluation. Visual inspection and functional testing performed did not identify the reported issue of pin holes and/or leak. This complaint is not confirmed and additional action is not required. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the bag was found to have a pin hole during use at home and those were used covering the hole with tapes, as the new bags also had a pin hole. Additional information received from the customer stated that the bag was leaking. There was one patient involved and no patient harm reported.